Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4): the device was received by baxter for evaluation. Visual inspection confirmed that the septum was inverted at the y-site. Microscopic analysis found that the center slit was present and there were several needle marks present. The cause of this event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported for an interlink continu-flo, 3 injection sites, luer lock, 105", while the nurse went to access a port for medications, the rubber stopper in the IV port pushed deep into the tubing. The event occurred before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.